Event description:
Customer alleged seeing "l's" and vertical lines across the display which signify segments were possibly missing from the display in the number result field of the aviva system. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.